Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite prevue ii was visually inspected upon receipt and was found to be in good physical condition. The reported issue of no acoustic image is confirmed. The ultrasound image has dark bands and white noise interference. The root cause is due to a failure of the beamformer pcb.

Event description:
It was reported by biomed - the scanning area is black on this console. It is the same with 2 different probes. The probe test indicates only one crystal functioning on both probes. 10/04/2023 it was found during an investigation that the he ultrasound image has dark bands and white noise interference.